Event description:
Customer reported that while performing the hourly prisma check, the sicu nurse discovered that 779 ml of fluid rather than 50 ml of fluid had been removed. Rate was supposed to be 50 ml per hour. Cvvhd (continuous veno-venous hemodialysis) was stopped. The dialysis nurse was called, and she found that the dialysate bag had been improperly spiked and the luer lock was loosened. There was dialysate fluid on the floor. Phenylephrine drip was increased in order to keep the pt's mean arterial pressure above 60. The md was notified, and after assessing the pt, ordered a bolus of normal saline 250ml that resulted in a marginal increase in the pt's blood pressure, (which had dropped to the 70's systolic). An attempt was made to decrease the phenylephrine drip a couple of hours later, but it had to be increased again to keep the mean arterial pressure above 60. The physician was again notified, as the phenylephrine could not be decreased to his baseline amount without his blood pressure dropping. Albumin was ordered.

Manufacturer narrative:
Gambro contacted the nurse mgr of (B)(6) hospital. The nurse mgr stated that there was nothing wrong or defective with the bag. There was incorrect weight removal that should have been filed on the machine. She stated that the people working in ICU thought that it was the prismasate that was causing the fluid removal. The nurse mgr told the legal department that it was not the bag, but it was a misunderstanding. Based on the info there was no product use issue/malfunction. User knew how to connect and just did not tighten. Pleaser refer to machine MFR medwatch 9616240-2006-00322 and user facility medwatch (B)(6).